Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following ablation using 1.5mm and 1.75mm rota, dilatation was performed using non-compliant balloon catheter. A 3.00 x 28mm synergy¿ stent was successfully implanted. However, during post-dilatation using the stent delivery balloon, the balloon ruptured on the 3rd inflation at 18 atmospheres for 10 seconds. The device was completely removed from the patient. The stent was well apposed to the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was good.